Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of high readings from the reservoir. The customer's blood glucose reading was over 400 mg/dl. The customer treated with syringe. The customer had symptoms such as nausea and vomiting. After troubleshooting, the customer agreed that the pump is operating as designed. The reservoir will not be returned for analysis.